Event description:
It was reported by service report that the fowler would not lower all the way down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - fowler weldment.